Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. It is unknown if the medium pressure ventriculoperitoneal shunt was a medtronic product. The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. Literature article: combined intracranial pressure monitoring and cerebrospinal fluid infusion study to guide management of slit ventricle syndrome. Michael gavin hart, marek czosnyk, zofia helena czosnyka, helen marie fernandes. Pediatr neurosurg 2013;49:113-118(B)(4).

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: an (B)(6) child had aqueduct stenosis treated with a ventriculoperitoneal shunt (medium pressure). The presentation was of headaches with papilledema. Imaging with both computed tomography and magnetic resonance imaging revealed slit ventricles. Initially a shunt exploration revealed distal obstruction that was treated together with insertion of a pediatric strata ii regular valve; however, the child continued to deteriorate. Overnight icp monitoring revealed a dramatically raised icp with poor compensatory reserve. Intra-operative infusion study revealed a shunt that was patent distally but with proximal obstruction. A sub temporal decompression ipsilateral to the shunt was performed together with adjustment of the pediatric strata ii regular valve to 2.5 in order to prevent over drainage. This led to normalization of the icp, resolution of papilledema and symptomatic improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.